Event description:
The pt reported in 2004 that their cochlear implant was not functioning. Upon examination it was discovered that the device was malfunctioning however the pt was still able to hear when using a cis pro+ processor but not when using a tempo+ processor. When the pt was unable to hear with the cis pro+ revision surgery was decided upon.